Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of discrepant inr results with coaguchek meter serial number (B)(4) compared to the dade innovin laboratory method. At 6:29 a.m. Blood was drawn for the laboratory and the result was "4. Something" inr. The patient could not remember the exact result. At 8:40 a.m. The result from the meter was 3.5 inr. At approximately 6:00 p.m. On the same day, blood was drawn for another laboratory test and the result was 3.7 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 4.0 inr on (B)(6) 2021 was not observed in the meter's patient result memory. Instead, a result of 3.5 inr was observed on (B)(6) 2021. Medwatch fields d9 and h3 have been updated.